Manufacturer narrative:
(B)(4). A device history record review was performed on part # 04.038.295s, lot # 9916628. Part manufacturing date: 29 october 2015, part expiration date: 01 october 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: description updated to correct the procedure from revision to removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, patient underwent removal procedure to extract the blade because the pus (infection) was found in the blade insertion part.

Manufacturer narrative:
Patient ID and date of birth are not available for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, a patient underwent a surgery for femur trochanteric fracture. During the surgery, the bone reduced and it became extramedullary and it was sliding after the surgery. The patient felt pain on outer part of the blade and the surgeon confirmed infection. He used an antibiotic and the patient attended the hospital once a month. In september, it was noted that there was a clear zone around the blade tip and the insertion part. The surgeon stopped using antibiotic because condition of the patient was getting better on (B)(6) 2016. The bone didn¿t cure smoothly and caused delayed union. Then, the blade cut out. On (B)(6) 2016, patient underwent revision procedure to extract the blade because the pus (infection) was found in the blade insertion part. Prior to initial surgery, the patient was using walker. The surgeon commented that fundamental problem is the patient has diabetes but there was a possibility that the cause was the sliding and cutout. Patient outcome was reported as good with load reliever device. Complaint about infection is captured under (B)(4). Concomitant devices: lockscr ø5 l34 f/nails tan light green (part# 04.005.524s, lot# 9898201, quantity 1). Tfna fem nail ø10 125° l170 timo15 (part# 04.037.012s, lot# 9978095, quantity 1). This report is for one (1) tfna helical blade 95 mm sterile. This is report 1 of 1 for (B)(4).